Event description:
Clip misfired during a laparoscopic cholecystectomy. The clip's distal ends crossed over each other and tore the vessel. The next two clips fired correctly but the 4th, the distal ends one again crossed over each other.